Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure on (B)(6) 2014 and suture was used. During the procedure the suture came off the needle. There was no adverse patient consequence.